Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The initial reported event was received on 20jul2017. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(6) 2017. Information was subsequently received on 17oct2017 and the lead tested out of specification. As there is new information that reasonably suggests the device has or may have caused or contributed to a malfunction, this event no longer qualifies for summary reporting and is therefore being submitted on a bimonthly timeframe.

Event description:
It was reported the pacemaker site became infected. The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. The device system was later replaced with a leadless pacemaker. The organism was identified as staph aurelius/c orynebacterium. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.